Manufacturer narrative:
Updated blocks: d9 and h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the red level sensor tip was found to be peeling off. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the red level sensor. The unit operated to the manufacturer's specifications.